Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('discomfort every time I have sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the dyspareunia and urinary tract infection outcome was unknown. The reporter considered dyspareunia and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: dyspareunia and urinary tract infection¿. Amendment: the report was amended for the following reason: reporter information amended. EU/mir form updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('discomfort every time I have sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the dyspareunia and urinary tract infection outcome was unknown. The reporter considered dyspareunia and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.